Event description:
It was reported that the external leak blood was observed from the filter blood port connector of a prismaflex m150 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.